Event description:
It was reported that the lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead dislodged due to missing tines. Three of the four tines were missing, most likely due to damage caused by an introducer or another device. There was no indication that the damages were production related.